Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture with exit block, varying and high impedance and unstable thresholds. The rv lead was inactivated, remains in the patient and a different lead was implanted. No patient complications have been reported as a result of this event.